Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken wires was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken device was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: there was no procedure delay mentioned. Concerning the defect, the reporter stated that it was not specifically described, but there was a defect on the attachment of the scissors.

Event description:
Refer to h11 for follow-up information.